Event description:
While doing myomectomy surgery, md was closing uterus with ethicon 2-0 chronic g123h, needle broke in half - lot# (lcr 327). A second 2-0 chronic g123h was used and also broke in half (lw# lbr 558b) - this half was lodged in open uterus - location identified by x-ray and was retrieved by the surgeon. Without consequence to the pt.